Event description:
A customer reported that the touchscreen of their pump was cracked, rendering it illegible. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.